Manufacturer narrative:
According to the customer contact, regarding the cautery, "the tip ignited". It was reported that there were no injuries due to the incident. No additional details were provided. The sample is not available to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Cautery tip ignited.